Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleges to have lung and blood infection. There is no report of medical intervention being required. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
Additional information was received on aug 07 , 2024 and section h10 should be reported as: the manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation observed the following sound abatement degraded foam indications: · black substance, consistent with sound abatement foam degradation, was observed on the outside bottom of the blower box and was stuck to it.· the sound abatement foam at the bottom of the enclosure visibly showed that it was degraded, was moist and had large pieces of sound abatement foam missing from the formation. Large pieces of sound abatement foam were stuck in the airpath. Manufacturer was able to confirm the presence of degraded sound abatement foam.dust-like contamination at the air inlet, on the pca, in the blower box and throughout the inside enclosure. · brown dust-like contamination at the air inlet and the inside bottom of the blower box. · unknown oily residue on blower motor seal. · potential fluid spots on the bottom of the blower box indicate potential water ingress. · broken flip lid stops. Using a known good power supply and power cable, pil verified the base unit provided airflow.the device's downloaded event log was reviewed by the manufacturer and found 31 errors. The manufacturer concludes there was evidence of sound abatement foam degradation, observed dust/dirt contamination in the airpath, also able to confirm tcan confirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam from the secondary findings. Device problem code grid, evaluation method code, evaluation results code and conclusion code grid have been updated.